Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during fill 3 of 3 on the homechoice machine (hc). The caregiver(cg) stated one of the bags became loose and disconnected. The technical service representative (tsr) assisted the cg to close all clamps and cycle power. System error 2367 alarm occurred. The tsr assisted the cg to cycle power again to clear the alarms. The tsr advised the cg to discard the supplies and finish with manual supplies. Product surveillance (ps) contacted the cg on (B)(6) 2012 regarding a system error 2240. In regards to the system error 2240 alarm, she noticed there was a leak where the blue and cream connectors meet. The cg states she thinks she didn't twist it on tight enough and the connectors must have loosened because she noticed nothing wrong with the overall set. No medical issues have resulted from the compromised set. The home patient (hp) is currently doing well on therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be a loose connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.